Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012. The exact patient age is unavailable, however, the patient was confirmed to be over 18. According to the complainant, the procedure sheath was punctured by the tenaculum. The sheath was tested outside the patient and a fluid loss alarm occurred. The procedure was completed with a different device. The patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.